Manufacturer narrative:
This report has been identified as b. Braun medical, inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed. All available info has been forwarded to the actual manufacturer. Their investigation into the reported event is ongoing at this time. A follow up report will be submitted when the results become available.

Event description:
(B)(4).